Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she had low blood glucose level of 48 mg/dl. She states she knew why she had the low and just treated. Customer also reported having issues with sensor reading not being accurate. Customer's current blood glucose was 139 mg/dl and sensor was 295 mg/dl. No further information reported.